Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs). During the procedure, the physician successfully implanted coils into the target vessel using a non-penumbra microcatheter. Upon advancement of a pod pc into the microcatheter, the pusher wire became kinked. Therefore, the pod pc was removed. The physician then performed an angiogram and reported that hemostasis was achieved. Therefore, no additional coils were needed, and the procedure was completed. There was no report of an adverse effect to the patient.